Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, there was a surgical delay of 15-30 minutes during a critical procedure step. The fenestrated bipolar forceps instrument had a wire protruding from the tip of the jaws; causing a surgical procedure delay during the warm ischemia time. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrate bipolar forceps (fbf) instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fbf instrument to perform failure analysis (fa). Fa did confirm the customer reported complaint and found a frayed grip cable at the distal idler pulley. Some filaments of the cable were frayed and stuck out of the wrist; but the cable was not fully broken.